Event description:
It was reported that the bd intima-ii¿ closed IV catheter system and needle were found damaged and bent before use after opening up the packaging. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that needle bent after unwrapped the ea package." Google translation (B)(6)2019 , when the nurse left the patient with an intravenous pathway, opened the package and found that a single piece had been broken and the catheter and steel needle were bent.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 7234027. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not provided by your facility for evaluation. Previous instigations have shown that a large bend suggests the root cause is a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been recommunicated. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system and needle were found damaged and bent before use after opening up the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that needle bent after unwrapped the ea package." (B)(6) translation: on (B)(6) 2019, when the nurse left the patient with an intravenous pathway, opened the package and found that a single piece had been broken and the catheter and steel needle were bent.